Event description:
Based on additional information received on 02-nov- 2015, this case became medically confirmed. This unsolicited device case from (B)(6) was received on 26-oct-2015 from a patient. This case concerns a (B)(6) female patient who developed allergic reaction, drained fluid from her knee and she could not move for 1 week whilst receiving treatment with synvisc. The patient received synvisc 5 years ago with no problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number and expiration date: not provided) into right knee for right knee arthritis. On (B)(6) 2015, approximately 24 hours later, the patient experienced an "allergic reaction" with right knee swollen and pain. The patient had a swollen knee that was 3 times the normal size and extreme pain. It was reported that the patient could not move for 1 week. On an unknown date in (B)(6) 2015, over the next week, the swelling was decreasing. On an unknown date in (B)(6) 2015 (approximately (B)(6) 2015), 1 week later, the patient returned to the physician and the physician drained fluid from her knee that was yellow in colour; the physician did not test the fluid drained from the knee and gave the patient a "cortisone injection" into the knee with "freezing". On an unknown date, approximately 2 weeks post injection, the patient recovered from all the events. Action taken: unknown. Corrective treatment: cortisone injection, freezing for allergic reaction and drained fluid from her knee outcome: recovered for allergic reaction; unknown for drained fluid from her knee and she could not move for 1 week. A product technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for allergic reaction and drained fluid from her knee reporter causality: related additional information was received on 27-oct-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 02-nov-2015 from a physician. Suspect drug batch/lot number and expiration date was added. Outcome for the event of allergic reaction was updated from recovered to recovering. Reporter's causality was added. Clinical course was updated. Text was amended accordingly.

Event description:
Based on additional information received on 02-nov- 2015, this case became medically confirmed. This unsolicited device case from (B)(6) was received on 26-oct-2015 from a patient. This case concerns a (B)(6) year old female patient who developed allergic reaction, drained fluid from her knee and she could not move for 1 week whilst receiving treatment with synvisc. The patient received synvisc 5 years ago with no problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number and expiration date: not provided) into right knee for right knee arthritis. On (B)(6) 2015, approximately 24 hours later, the patient experienced an "allergic reaction" with right knee swollen and pain. The patient had a swollen knee that was 3 times the normal size and extreme pain. It was reported that the patient could not move for 1 week. On an unknown date in (B)(6) 2015, over the next week, the swelling was decreasing. On an unknown date in (B)(6) 2015 (approximately (B)(6)2015), 1 week later, the patient returned to the physician and the physician drained fluid from her knee that was yellow in colour; the physician did not test the fluid drained from the knee and gave the patient a "cortisone injection" into the knee with "freezing". On an unknown date, approximately 2 weeks post injection, the patient recovered from all the events. Action taken: unknown. Corrective treatment: cortisone injection, freezing for allergic reaction and drained fluid from her knee. Outcome: recovered for allergic reaction; unknown for drained fluid from her knee and she could not move for 1 week. A product technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsn001z with expiration date (10/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsn001z, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for allergic reaction and drained fluid from her knee. Reporter causality: related. Additional information was received on 27-oct-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 02-nov-2015 from a physician. Suspect drug batch/lot number and expiration date was added. Outcome for the event of allergic reaction was updated from recovered to recovering. Reporter's causality was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 10-nov-2015. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who developed allergic reaction, drained fluid from her knee and she could not move for 1 week whilst receiving treatment with synvisc. The patient received synvisc 5 years ago with no problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number and expiration date: not provided) into right knee for right knee arthritis. On (B)(6) 2015, approximately 24 hours later, the patient experienced an "allergic reaction" with right knee swollen and pain. The patient had a swollen knee that was 3 times the normal size and extreme pain. It was reported that the patient could not move for 1 week. On an unknown date in (B)(6) 2015, over the next week, the swelling was decreasing. On an unknown date in (B)(6) 2015 (approximately (B)(6) 2015), 1 week later, the patient returned to the physician and the physician drained fluid from her knee that was yellow in colour; the physician did not test the fluid drained from the knee and gave the patient a "cortisone injection" into the knee with "freezing". On an unknown date, approximately 2 weeks post injection, the patient recovered from all the events. Action taken: unknown corrective treatment: cortisone injection, freezing for allergic reaction and drained fluid from her knee. Outcome: recovered for allergic reaction; unknown for drained fluid from her knee and she could not move for 1 week. (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for allergic reaction and drained fluid from her knee additional information was received on 27-oct-2015. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who developed allergic reaction, drained fluid from her knee and she could not move for 1 week whilst receiving treatment with synvisc. The patient received synvisc 5 years ago with no problems. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number and expiration date: not provided) into right knee for right knee arthritis. On (B)(6) 2015, approximately 24 hours later, the patient experienced an "allergic reaction" with right knee swollen and pain. The patient had a swollen knee that was 3 times the normal size and extreme pain. It was reported that the patient could not move for 1 week. On an unknown date in (B)(6) 2015, over the next week, the swelling was decreasing. On an unknown date in (B)(6) 2015 (approximately (B)(6) 2015), 1 week later, the patient returned to the physician and the physician drained fluid from her knee that was yellow in colour; the physician did not test the fluid drained from the knee and gave the patient a "cortisone injection" into the knee with "freezing". On an unknown date, approximately 2 weeks post injection, the patient recovered from all the events. Action taken: unknown. Corrective treatment: cortisone injection, freezing for allergic reaction and drained fluid from her knee outcome: recovered for allergic reaction; unknown for drained fluid from her knee and she could not move for 1 week. Seriousness criteria: required intervention for allergic reaction and drained fluid from her knee.